Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was moved from low on the right side to higher on the left side because it was painful when she sat down. It was also reported that the patient still had pain at the ins site and "where all the wiring was and had to be careful [with] what clothing she wore." It was also mentioned that the patient was told that she needed to work with the surgeon to see the manufacturer representative. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain, arachnoiditis, and post lumbar laminectomy syndrome.